Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to trans-septal puncture (tsp), heparin 5,000 units was administered, and the activated clotting time (act) was at 187. Tsp was performed using a versacross wire and a watchman access system (was). Prior to crossing the septum into the left atrium, an additional 5,000 units of heparin was administered, and the act was at 198. A thrombus was identified on either the versacross wire or the was sheath via transesophageal echocardiogram. Another 5,000 units of heparin was administered and the versacross wire and was were removed, and the case was aborted. Once outside of the patient, thrombus was observed inside the was sheath, however it was unconfirmed if the thrombus had formed there or if the versacross wire had pulled it back into the was sheath. The patient is expected to be re-scheduled for the watchman laa closure procedure in 6-8.